Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed artifacts in the primary sensing vector. Previously, they had received an additional inappropriate shock in 2018 due to double-counting and was reprogrammed to the alternate vector, as no over-sensing was observed. In 2019, it was noted that the device had been programmed to the primary vector. The patient was seen in-clinic, where manipulations and provocative maneuvers were performed, but the noise was not reproducible. The physician reprogrammed the device back to the alternate sensing vector and the device data was forwarded to boston scientific technical services (ts) for review. Ts provided additional troubleshooting options to assess the system integrity. The physician confirmed that the recommended troubleshooting steps were performed, but the noise was still not reproducible. Ts stated that since the noise was present following the inappropriate shock, it pointed more towards an integrity issue. It was recommended to explant and replace the entire system to resolve the event and no additional adverse patient effects were reported. At this time, this s-ICD system remains implanted and in-service.